Event description:
An intera 3000 hepatic artery infusion pump was explanted and replaced with a new pump, due to a reported ulcer. It was later clarified by the surgeon that this originated from a pump pocket erosion. It was reported by the surgeon to be required revision on (B)(6) 2023. No additional adverse consequences were reported. It was reported that this was an "extremely thin patient and the pump simply eroded through the skin."

Manufacturer narrative:
No device deficiency was alleged in the complaint. If further information is received, a supplemental report will be filed.

Manufacturer narrative:
No device deficiency was alleged in the complaint. If further information is received, a supplemental report will be filed.

Event description:
An intera 3000 hepatic artery infusion pump was explanted and replaced with a new pump, due to a reported ulcer.